Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed objective lens adhesive peeling issue could not be determined, however, it the issue was likely the result of repetitive use stress, user handling/mishandling and or external factors. The event may be detected by following the instructions for use section below: chapter 3 preparation and inspection¿ section 3.3 ¿inspection of the endoscope. Inspection of the endoscope 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope adhesive on the bending section was chipped. The device was returned for evaluation. During the device evaluation, the adhesive part of the objective lens had peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation it found the issue was due to deterioration or breakage of the adhesive (chemical stress / physical stress. In addition, other issue found included scratches found on multiple device component due to handling problem and wear of angle wire, bending angle in up direction due to the angle wire became longer than normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.